Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient's relative reported pain and beginning of capsular contracture for left side. Healthcare professional reported "presence of solid nodule in the left breast" and capsular contracture, baker grade iii. The device remains implanted.